Event description:
During a diagnostic laparoscopic procedure the activation button on the 511sd would not stay armed during insertion. Another trocar was used to complete the case. There was no consequence to the pt. Clinical follow up: 1/29/97 1358 message and 800# left for md call back. 1/31/97 nncl sent.

Manufacturer narrative:
Results of evaluation: conclusion: based on the visual examination and the functional testing; the instrument functioned as intended.